Manufacturer narrative:
(B)(4). The root cause could not be determined. A batch review was performed for potentially associated lots (gd877290 and gd878223), with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. This is report 4 of 4 for this peritonitis episode.

Event description:
During a call to technical service on another complaint, the patient indicated he has peritonitis. The following additional information was obtained on (B)(4) 2010 from one of the patient's peritoneal dialysis (pd) nurses: the patient began with continuous ambulatory peritoneal dialysis on (B)(6) 2010, then began automated peritoneal dialysis (apd) therapy on (B)(6) 2010 and has been continuing apd using local (pd4) ambuflex. The patient was diagnosed with bacterial peritonitis on (B)(6) 2010 after his pd effluent was analyzed on (B)(6) 2010. The nurse specified that the patient's white blood cell count (wbc) was 1435 and the granulocyte count was 100 (no further detail or cell count units were provided). The patient was not hospitalized and there was no exit site or tunnel infection associated with the peritonitis. The nurse indicated the patient?s gram stain was negative and the effluent culture showed (B)(6). The patient was given antibiotics and has been able to continue with pd therapy without any further problems. The nurse indicated the patient is improving from the peritonitis and his recent wbc count is now less than 50 (no cell count units were provided). The nurse described the patient's transfer set as being 6 inches in length with a blue twist clamp and indicated it was changed at the time of diagnosis. The nurse stated that the cause of the peritonitis was likely to have been caused internally and did not believe it was due to touch contamination. There was no allegation made against any of the patient's baxter solutions or disposables. No additional information is available.